Event description:
It is reported that the surgeon could not insert the liner into the cup because one end of the locking ring was seized in the inner groove of the cup. The surgeon tried unsuccessfully to remove the stuck end of the locking ring from the groove. The same size cup was retrieved from another hospital and implanted. Surgery was prolonged by 2.5 hours.

Manufacturer narrative:
Info received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.